Manufacturer narrative:
No button error alarm was noted. The down arrow button did not respond due to corroded keypad traces. The insulin pump had moisture damage on the electronics. The insulin pump was received with a missing display window, cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that customer received a button error alarm. It was reported that insulin pump fell on in the toilet and when picked up, it was completely dry. Customer's blood glucose was 267 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.